Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has received multiple altitude alarms. Reportedly, customer attempted to clear the alarm by changing the pump cartridge; however, customer was unsuccessful in clearing the alarm. Customer reported a blood glucose (bg) level ranging from 190-300's (mg/dl). Customer indicated that manual injections were used to treat bg level and mdi would be used for back up therapy until replacement pump is received.